Event description:
It was reported by service report that the fowler was stuck in the flat position due to a malfunction fowler cable assembly. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Fowler.